Event description:
It was reported that patient experienced ineffective therapy. It was confirmed via x-rays that both leads had migrated. As a result, surgical intervention was undertaken wherein the l4 lead was explanted and replaced with new leads at l2 and l4. The l3 lead remains implanted due to fracture. Effective therapy was restored post operatively.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient underwent a drg lead revision due to lead migration, confirmed on x-ray. The patient's right l3 lead was fractured, and a portion was retained in the epidural space. No action plan at this time regarding the retained piece. New leads were placed at the right l2 and right l4. Therapy restored to patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.